Event description:
In 2009 - consumer calling to report internal vaginal burn from use of product, also small amount of vaginal bleeding, urinary incontinence and numbness to entire genital area. Did advise consumer to discontinue use of product and to contact her hcp. Cons says she saw her doctor today and confirmed internal chemical burn from the menthol in this product. Consumer says she also has small amount of vaginal bleeding requiring sanitary protection. Consumer is in menopause. Consumer says symptoms not abating. Consumer is being treated with clobetasol ointment and vagifem vaginal suppository.

Manufacturer narrative:
No sample was received. The component lot numbers for the lot number reported 3378d are 0508dyh. The retained sample was examined and presented a quality appearance for both packaging and product. The retained sample for lot number 0508dmh was tested for: appearance - meets spec. Odor - meets spec. Benzoic acid - meets spec. Ph- meets spec. The retained sample for lot number 0598dyh was tested for: appearance - meets spec. Odor - meets spec. Methylparaben - meets spec. Batch records were reviewed for all lots and no defects were noted. A review of the data associated with these complaint categories revealed no adverse trends and no other complaints of this nature involving lot 3378d or any of its component lot numbers. A complaint trend was previously identified for complaints alleging numbness and CAPA was opened to investigate complaints of this nature. The CAPA investigation concluded that numbness can be physiologically expected to occur in a small number of individuals due to the physician and chemical properties of the lubricating product. Complaint trends will continue to monitored.